Event description:
The patient presented to the following physician's office because of vt episodes with shocks. Upon hospital admission, it was noted that this atrial lead had dislodged. The lead was explanted and successfully replaced with a competitive lead. Should additional information become available, this event will be updated.